Event description:
It was reported that this right atrial (ra) lead had fracture. In addition, this lead exhibited noise and high pacing impedance. This lead was surgically abandoned and new lead was placed. No additional adverse patient effects were reported.